Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed due to device evaluation. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Event description:
It was reported that this pacemaker device had six months remaining and current check showed 2.5 years remaining. A battery analysis has been created and the engineering analysis results indicated that device has no resets and no recorded memory errors. Moreover, the battery status was beginning of life (bol) and the most recent battery charge time reading should place the gas gauge at twenty to thirty percent. Furthermore, now the power remaining, and power consumption indicated that the device has about 2.5 years longevity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had six months remaining and current check showed 2.5 years remaining. A battery analysis has been created and the engineering analysis results indicated that device has no resets and no recorded memory errors. Moreover, the battery status was beginning of life (bol) and the most recent battery charge time reading should place the gas gauge at twenty to thirty percent. Furthermore, now the power remaining, and power consumption indicated that the device has about 2.5 years longevity. This device remains in service. No adverse patient effects were reported.